Event description:
Baxter complaint coordinator reported that a customer had to replace eight castors on althin-baxter system 1000 devices over an eighteen-month period. It was reported that the steel pin that holds the castor is breaking. Customer is concerned that the machine will topple over onto a pt. There has been no pt injury or medical intervention associated with any of the incidents.